Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite w/ capio slim was used during a posterior repair procedure on an unknown date. According to the complainant, during the procedure, the suture broke. Nothing was left inside the patient. The procedure was completed with another pinnacle kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis of the returned pinnacle¿ lite device revealed that the blue with white stripe dilator is broken and measures 20 cm from the proximal end of the sleeve. There are holes and tearing on the blue with white stripe dilator on the proximal end. The suture and dart are missing and not returned. No defects were found with the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during a posterior repair procedure on an unknown date. According to the complainant, during the procedure, the suture broke. Nothing was left inside the patient. The procedure was completed with another pinnacle kit. There were no patient complications reported as a result of this event.